Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was not available for evaluation as it was discarded by the hospital. The imaging provided shows a large gap (~5.9mm) on the left side double head in-line connector between the end of the rod and the central wall of the connector on the inferior side, indicating that the rod has slipped in the connector. No determinations could be made as to the cause of the reported issue. The following sections have been updated: b4, e1, h2, h6, h10.

Event description:
It was reported that a during a revision surgery a double head in-line connector has been found loose post operatively.